Event description:
Account alleged the head of the bed would not raise. Hill-rom tech found bed in storage area, no injury reported. The CPR valve was sticking. Tech replaced the CPR valve to resolve this issue.